Manufacturer narrative:
This report is submitted on february 23, 2022.

Event description:
Per the clinic, the patient experienced an infection and skin necrosis at the implant site on (B)(6) 2021 (specific date not reported). Subsequently, the device was explanted on (B)(6) 2021. Re-implantation is planned, however, this has not occurred as of the date of this report.